Event description:
A patient care technician (pct) reported the blood tubing guide roller deformed. The rotor cut the bloodline tubing and blood was lost. There were no patient complications and the patient finished treatment on a different machine. The customer was advised a blood pump rotor was going to be sent under warranty. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient care technician (pct) reported the blood tubing guide roller deformed. The rotor cut the bloodline tubing and blood was lost. There were no patient complications and the patient finished treatment on a different machine. The customer was advised a blood pump rotor was going to be sent under warranty. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the actual device sample was returned to the manufacturer for physical evaluation. An inspection on the returned rotor showed both of the rear guide sheave (polymer sleeve) damaged with one of them loose. There are no discrepancies with the front guide pin and sleeves. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis. The rotor did not damage the bloodline and there were no fluid leaks or alarms during testing. Both rear sleeves did not slip out and remained intact with guide pin throughout the test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The complaint was confirmed.

Event description:
A patient care technician (pct) reported the blood tubing guide roller deformed. The rotor cut the bloodline tubing and blood was lost. There were no patient complications and the patient finished treatment on a different machine. The customer was advised a blood pump rotor was going to be sent under warranty. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.